Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was dropped on the ground. In addition, multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Customer was unable to clear the alarms. The customer reverted to a backup insulin pump and manual injections for insulin therapy. Customer¿s blood glucose level was 270 mg/dl.